Event description:
Device #4 of 4: reference MFR report: 1627487-2014-26929, 26930, 26931. The pt is implanted with a pns (off-label) system which includes two leads (model 3149) from the same lot. It was reported the pt is not receiving effective stimulation. Lead diagnostics showed high impedances. Reprogramming was able to provide effective stimulation, however; when effective stimulation was provided for the left side pain the left shoulder would flinch and the amplitude would need to be lowered which rendered stimulation ineffective. An x-ray was taken and results are pending. The next course of action has not been disclosed to the manufacturer.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.